Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The site was changed and an occlusion alarm reoccurred. Reportedly, customer changed the cartridge to address the event. Blood glucose was 175 mg/dl.